Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor would not power up and failed a flash memory test. The cause for the flash memory failure was isolated to defective flash memory chips u102 and u105. The root cause for the defective flash memory chips could not be positively identified. No adverse event results from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power up. The last pt to user this monitor did not report any deficiencies.